Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a functional outlet and wait for at least 30 minutes, after which the battery began charging, and the issue was resolved.